Event description:
The patient reported that after going swimming, the keypad was not responding the way it should and required multiple presses to respond. The patient reportedly wore the pump on the exterior of her garments and did not clean the pump.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/18/2011 with the following findings: the keypad buttons were found to be responding appropriately to presses. The keypad was removed and adhesive was observed under the button contacts.